Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow up in a care home, it was observed that the pacing rate on a recent electrocardiogram was higher (75 bpm) than the rate originally programmed (60 bpm). The cause of the change in pacing was unknown and questioned by the nurse. No access to remote care and therefore no transmissions were available for review. The patient was last interrogated in clinic (B)(6) 2019 and ventricular paced 53% of the time. The nurse suspected the device had reached elective replacement indicator (eri) or end of life (eol). Further in clinic testing pending availability of patient transportation was to be made. The patient was stable

Manufacturer narrative:
Correction: section h1 - "serious injury" should have been "malfunction".

Event description:
New information notes the patient presented for a follow up in clinic. Interrogation was successful, the battery was six month to the elective replacement indicator eri. It was noted that the patient may have been in an atrial tachyarrhythmia during the initial event which led to several mode switches. The patient was stable before, during and after the interrogation and the device was to be replaced in the future when it reached normal eri.